Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent alert 32 indicating a delivery motor communication error, which prompted repeated restarts and subsequent prompts that the infusion set was expired despite a recent set change; support verified the alert in device history, instructed a restart, and, after an additional alert, advised replacing the ilet and transitioning to backup therapy. Symptoms included no adverse physiological effects, with blood glucose reported at 120 mg/dl. Outcomes included interruption of automated insulin delivery requiring backup therapy until a replacement device could be obtained. Investigation included review of device history, verification of the alert, guided restart, and logistical assessment for replacement. Investigation of the returned device revealed a suspected delivery motor processor communication malfunction consistent with a motor communication fault within the pump.